Event description:
G tube was opened for surgical placement. Found to be defective. The part that touches the patient was flipped upside down and there was a visible hole in the balloon. Surgeon found problem before placing in patient. Item set aside for return to the manufacturer and opened a new g tube. Product and packaging sent to risk. No patient harm.